Manufacturer narrative:
The technician found the left gas spring was leaking hydraulic fluid and the right gas spring was slightly bent. He replaced both head gas springs to repair the stretcher.

Event description:
Info received indicates the head section would not go all the way down to a flat surface.